Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead and extension was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. As a result, surgical intervention may be pending.

Event description:
Follow up revealed that that surgical intervention was taken to to explant and replace the patient's lead.